Event description:
The customer reported the system displayed a cine not available error message. The cine function was not working, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit boards were reseated and the cine drive was reformatted. The system was then found to be operating as intended.